Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a loose connection. Surgical intervention was taken to explant the ICD and cap the lead. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the right ventricular (rv) lead exhibited noise. The noise on the rv lead was the indication for the surgical intervention and led to the discovery of the loose connection. No additional adverse patient effects were reported.